Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During the recapture of the closure device, the was became kinked. The devices were removed from the patient, and the physician decided to abort the procedure due to the difficult laa anatomy. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During the recapture of the closure device, the was became kinked. The devices were removed from the patient, and the physician decided to abort the procedure due to the difficult laa anatomy. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned, and the reported kink was confirmed. The dilator was not returned. The device was visually and microscopically examined. Inspection of the device revealed numerous kinks in the sheath. Microscopic examination revealed tip damage as the tip was flattened. A photo was also provided to the complaint record which depicts the sheath kinked confirming the reported event. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.